Manufacturer narrative:
Reference document failure analysis.

Event description:
The customer stated that a microaire multi-use cannula has broken during a case on (B)(6)2020. On (B)(6) 2020, microaire was notified that it was necessary to perform an ambulatory surgery the day after the initial surgery to extract the tip of the cannula. The patient was stable and discharged.